Manufacturer narrative:
H10: during troubleshooting at customer's facility, computer board (hkr) was found to be defective. Therefore, it was replaced in order to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on technical service intervention done, it cannot be ruled out that the reported issue was caused by an electronic failure of the pump computer board (hkr).

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the c5 system. The incident occurred in nitai nagar, india. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Connections of motor control and motor power amplifier boards were checked and re-fixed without issue resolution. There was no sign of spillage on boards. Software of the device was flashed to a new version, but the issue still remained. In order to fix the issue, motor control and motor power amplifier boards need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a pump on a c5 heart lung machine gave an error message related to a motor control failed. The issue occurred during priming. There was no patient involvement.